Event description:
On 02 june 2026, it was reported by a sales representative via email that an ar-1588rt-2j, tightrope â® ii rt with deploying suture was reported to when cinching graft into femoral socket, the right rope broke. Had to pull graft out of knee. We cut out the broken tightrope and replaced with a btb tightrope. This occurred on (B)(6) 2026 during an acl reconstruction - graftlink procedure. The case was completed successfully having a broken tightrope cut out and we use a btb tightrope (ar-1588btb-2j) instead. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.